Manufacturer narrative:
Philips service replaced the mpdu control fuse and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that device failed to boot due to mpdu control fuse damage on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.